Event description:
A hydrothermablator console unit was used during a hydrothermblation (hta) procedure. According to the complainant, "after the procedure is completed, the machine fails to cool down automatically". The procedure was completed with another of the same device and there were no pt complications reported. Although several attempts were made to obtain additional follow up, there is no further info regarding this event.

Manufacturer narrative:
The product has not been returned; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed. (B)(4).